Event description:
This rv lead was implanted on (B)(6) 2009, and remains implanted at this time. A call was placed to technical services on 05/02/2016, due to an alert for atrial auto threshold .and technical services found that the device is set to trend 2.5v in the atrium and have all shown noise. Patient does not have atrial fibrillation, but is approximately 100% atrial paced. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).